Manufacturer narrative:
.

Event description:
It was reported that a patient's device was found with high impedance. The physician reported that there was a gross fracture. The patient had a full replacement surgery on (B)(6) 2016. The generator was reportedly replaced prophylactically and there were no allegations against the generator. Post-op impedance value was within normal limits. The explant facility discarded the explanted generator and lead after surgery. No additional relevant information has been reported to date.